Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds, low impedance & intermittent oversensing. The rv lead was explanted and replaced. In addition, the right atrial (ra) lead lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds, low impedance & intermittent oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2019: the right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. (B)(6) 2019, the right atrial (ra) lead exhibited insulation breach.